Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that the "physician noticed the burr was not spinning when he tested the burr at the beginning of case. He then asked for a replacement." Additional information received clarified that "the trans- nasal skull base bur tip was broken while in use during the case." There was no reported patient impact.